Manufacturer narrative:
At this time, the status of the device is unknown. It has not been returned to bsc crm for analysis. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that loss of capture was observed during a radio frequency (rf) ventricular tachycardia (vt) ablation procedure while this device was programmed to cautery mode. Ventricular pace markers and pacing spikes were observed on the surface electrogram (egm) but there was no capture. The loss of capture persisted following device reprogramming to maximum outputs. Boston scientific technical services was consulted for troubleshooting advice. There was no patient injury reported. Three days after the ablation procedure, defibrillation threshold testing was completed and the device was left implanted. Additional information was later received indicating that the patient passed away approximately six weeks after the ablation procedure. There were no additional allegations against device function or performance and no evidence that the device caused or contributed to the patient's death. The cause of death is unknown at this time.